Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2014 with the following findings: during testing, the battery compartment was observed to be cracked. The pump was opened and removed from the case and there was no evidence of moisture or loose components inside the pump. The pump was returned with a battery cap that had damaged threads. The returned battery cap could not maintain an electrical connection. A test battery cap was used to complete the investigation. The test battery cap could not fully tighten on to the pump, but no power loss was observed. Unrelated to the initial complaint, the pump powered on with the test battery cap to a dim and discolored display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery compartment was damaged and the cap was loose. The reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.